Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
Global pharmacovigilance received a spontaneous report by a physician and nurse from (B)(6) of cloudy effluent, fever peak and abdominal pain in an (B)(6) female patient coincident with extraneal viaflex and physioneal. On (B)(6) 2009, the patient started automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced "fever peak", abdominal pain and cloudy effluent. On that same day, the patient was admitted to the hospital. Extraneal viaflex therapy was reported as "used during the night before". The patient was treated with a new lot number extraneal during hospitalization without any complications. On (B)(6) 2011, the patient was treated with vancomycin intraperitoneal (ip) and cefatoxim ip (dose unknown). On (B)(6) 2011, the patient had no fever, the effluent was clear. The patient was considered recovered and discharged from the hospital on (B)(6) 2011. Physioneal was ongoing.